Event description:
It was reported that the patient incision site was weeping and looked as though it was trying to reject the battery. The patient underwent an implantable pulse generator (ipg) explant procedure. Patient is doing well. Disposed of all components per facility protocol.

Event description:
It was reported that the patient incision site was weeping and looked as though it was trying to reject the battery. The patient underwent an implantable pulse generator (ipg) explant procedure. Patient is doing well. Disposed of all components per facility protocol.

Manufacturer narrative:
Correction to the initial MDR in block h11. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).